Manufacturer narrative:
The device was returned and evaluated by tidi products; at which time it was found to be functioning according to manufacturing specifications. Even if cosmetic damage is noted, the evidence supports that a device malfunction did not occur. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported complaint via email issue with item 8309 (qty: 3), product resulted in a patient fall. Two sensors have the same lot (#5268t212), one has a different lot (#5261t220). The date the issue was discovered is unknown and no patient injury was reported.